Event description:
The clinic reported that a pt treated for prk vision correction presented with epithelial defects and possible inflammation at the ten day post op exam. Pt was prescribed antibiotics and steroid drops and is being monitored. Pt¿s visual acuity is 20/25 in both eyes.

Manufacturer narrative:
(B)(4). No clinical support or service was requested. Customer reporting incident only.